Manufacturer narrative:
Patient information not available for reporting. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a dynamic hip screw (dhs) procedure on (B)(6) 2017, while attempting to insert the femoral neck screw the tip of the dhs/dsc one-step insertion wrench was damaged and rendered unusable. An alternate device was readily available and was used to complete the procedure with a delay of approximately 15 minutes and no harm to patient. Concomitant devices reported: dhs/dcs lag screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) dhs/dcs one-step insertion wrench. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed for part # 338.302, lot # 7943344: manufacturing location: (B)(4), manufacturing date: 27.aug.2012: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was performed. The product is broken at the wrench size region; this part of the article is missing. As relevant for the complaint condition the diameters were measured and fulfills the specification. The wrench size is broken at this region (this part of the article is missing) therefore could not be measured. All the features measured are according to the manufacturing specifications per the relevant drawing. The hardness was measured and found to be within the specification. The lots of the raw material of the component 39090 are not tracked by number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, it was found that the used raw material fulfilled the specifications. Based on the investigation the complaint is confirmed, since the product was broken in a manner which fits to the described complaint condition. However, per the investigation results this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications, besides no manufacturing issue could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.